Event description:
This pt has a history of rhematoid arthritis with degenerative joint disease and underwent a left total hip arthroplasty in 1992. Over the past year the pt has experienced increased pain and this is exacerbated when weight bearing and exteneded ambulation. The pain is mostly in the groin and anterior thigh. X-ray revealed apparent loosening of the prosthesis. Intraopeatively the synovium appeared gray almost resembling metallosis, however it was not black just gray. The acetabular component was found to be loose. Components were removed and replaced. Intraoperative cultures were obtained and were negative for growth.